Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a fall mid (B)(6) 2024, followed by no auditory perception with the right side device. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: device investigation revealed a mechanical damage to the implant electronics, likely cause by the reported trauma. The found damage matches the recipient report. In addition, during implantation surgery three channels were left extra-cochlear. This is a final report.

Event description:
The recipient had a fall (B)(6) 2024, followed by no auditory perception with the right-side device. The recipient has been re-implanted.

Event description:
The recipient had a fall mid (B)(6) 2024, followed by no auditory perception with the right side device. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant seems likely. In addition, a complete insertion of the electrode was not achieved at implantation surgery. Reportedly, three channels were left extra-cochlear. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.